Event description:
Boston scientific received information that the right ventricular (rv) lead was dislodged into the atrium which triggered inappropriate shocks and loss of capture (loc). It was further reported that the patient had an atrial fibrillation (af). The lead was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.